Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient feels like their implant is loose and they can move it around in the pocket. Agent attempted to gather event date, but patient was unable to provide. The patient was redirected to their healthcare provider (hcp) to further address. Caller commented the patient has a bad arm [unrelated] which makes positioning the recharger challenging and agent reviewed recharger best practices. Caller also commented the patient's controller was at 80% and ins at 70% while on the call.